Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that inflammation was found on the right front chest approximately 1 week after port placement. Port became exposed due to skin deficiency. Physician performed an operation to change the port position to reduce stimulation to the skin; however, the same issue occurred. Port system was removed and a new device was placed in the patient on the left side of the chest. Culture inspection of the port septum detected pseudomonas aeruginosa. The physician alleged that the issue is an allergic reaction to the material in the port system.